Event description:
Additional information received reported that after the replacement, the patient was fine. With the pump explanted, the patient presented a partial improvement at the beginning. With the new pump the patient was okay. The baclofen concentration was 2000 micrograms / ml. When the patient went to surgery for revision, the catheter connection was checked and was connected. They disconnected it and cerebrospinal fluid (csf) dripped without difficulty, so they decided not to change the catheter and they changed the pump instead. The telemetry with the explanted pump was always normal. There were no messages indicating a pump failure.

Event description:
It was reported that the pump was filled with 20 milliliters (ml) of baclofen on two occasions. When the low volume alarm appeared, the pump was emptied, and it was found that the reservoir was completely full. It was noted that the patient felt symptoms of withdrawal. The pump was therefore, replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# 0205419430, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.